Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-05315, 05316. The pt received his scs system including four leads (2 from the same model and lot / 2 from the same model and different lot) on (B)(6) 2011. It was reported the pt was involved in a motor vehicle accident. It was also reported the pt experienced intermittent stimulation after the event. X-rays were taken and revealed all four leads had migrated. As a result, the pt underwent surgical intervention. Three of the four leads were explanted and replaced. The replacement leads resolved the pt's issue. The surgical facility will not be returning the explanted product to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.